Event description:
I was awakened with itchiness and noticed reddening heat coming from the bodyguardian mini acrylic strip 2400 edges. The monitor alert sounded to state proper body contact needed. I then changed the strip and used the saline prep provided in the packet. The reddening worsened and my skin raised in the shape of the medical device product. It kept changing in appearance resembling a sunburn 2nd degree. I was able to take selfie pictures and have included them in this report. This was my first appointment to essentia cardiology-referral (B)(6) 2025. The doctor thought it was a good idea to try the home heart monitor for at least a couple of weeks. I did not last a week due to the skin reaction from the device.